Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37085-60 ,serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018,, ubd: (B)(6) 2013, UDI#: (B)(4). Product type: extension, product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018,, ubd: (B)(6) 2013, UDI#: (B)(4). Product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had their extensions and ins explanted due to discomfort and unsatisfactory therapy. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.